Manufacturer narrative:
Corrected info: h6 component code.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope¿s distal end cover fell off during an unspecified procedure. It was not reported if the distal end cover was recovered and there were no details provided on how the procedure was completed. There was no reported patient injury or medical intervention associated with this event.

Event description:
It was reported the duodenovideoscope had two caps out of the box damaged and one cap fell off during an unspecified procedure. The cap was successfully recovered and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4, correction to b5, and the legal manufacturer's final investigation results. Based on the results of the investigation, the distal end cover fell off due to insufficient attachment of the cover or during the procedure the cover received friction load by twisting/ pushing/ pulling the device in the patient; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional related records were created to capture the additional events reported: (B)(6). Olympus will continue to monitor field performance for this device.